Manufacturer narrative:
(B)(4). [Medwatch report # (B)(4).pdf]

Event description:
It was reported that there have been multiple home monitoring alerts on this right ventricular (rv) lead indicating high out of range shock impedances measuring from 130 ohms to greater than 150 ohms. Subsequently, this rv lead was explanted. No adverse patient effects were reported.